Event description:
Patient's family member reported after an injection with juvederm ultra plus xc, in the lips, the patient experienced an "allergic reaction", the patient's lips and "jaw area" "swelled" up. This same event was relayed to a company representative who reported on behalf of a healthcare professional who noted immediately after injection with juvederm ultra plus xc in the "lips and marionettes", the patient experienced "swelling and tenderness" in the nasolabial folds, jowls, and lips. The patient was treated with "ice, benadryl and hyaluronidase". Symptoms have resolved. Further follow-up with the healthcare professional noted hyaluronidase was injected into the lips about 20 minutes after the procedure to prevent symptoms from causing serious harm. Symptoms resolved "about a week later." Additionally it was noted by the healthcare professional the patient did have edema but no pain and may have experienced an allergic reaction.

Manufacturer narrative:
The event of swelling and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all manufacturing steps and all physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming." Device labeling: juvederm ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting +/-7 days' duration. Postmarket surveillance; the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.